Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. Omitted information pertaining to leg restlessness in sr# (B)(4). It was reported that the patient had inadequate pain relief. It was noted that the pump was not has helpful as it was before the pump replacement. An increase in sc fentanyl by 125mcg was made. Additional information received from the healthcare provider via a clinical study indicated that a normal catheter dye study was performed. Additional information received from the healthcare provider via a clinical study indicated that the catheter tip was visualized at t7 and not t5. The catheter was explanted and replaced.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 04-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.